Manufacturer narrative:
The customer declined repair of the unit by the manufacturer's field.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported an exhalation valve failure. The customer reported there was no patient involvement.